Event description:
It was reported that the patient experienced positional phrenic nerve stimulation. The programmed amplitude was decreased and the lv (left ventricular) lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7001 competitor lead implanted: (B)(6) 2007; 1388t competitor lead implanted: (B)(6) 2007. (B)(4).